Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software detected alarm. Problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had software detected alarm. Troubleshooting was done for software detected alarm. Customer was able to clear the alarm and able to rewind insulin pump. Customer did self test and it did pass. Customer was experiencing high blood glucose however they declined to troubleshooting for the high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.